Event description:
Information received indicates the left foot caster will not come out of brake.

Manufacturer narrative:
The technician found the hex rod was not seated properly on the caster. The technician reseated the hex rod to repair the bed.